Event description:
It was reported the patient is experiencing shocking at the ipg site when he adjusts his stimulation. When the shocking sensation occurs he is unable to turn off the stimulation with his programmer and he has to use the magnet. The sjm representative confirmed the system has multiple low impedance contacts. Follow up information identified x-rays were taken and showed no anomalies. The shocking sensation still occurs. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Field correction: this ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.